Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (alarm 19) with multiple cartridges during basal delivery. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded resolving the issue.